Manufacturer narrative:
(B)(4). The patient was seen in clinic and measurements were acceptable. The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient underwent a device change out from this ICD to a cardiac resynchronization therapy defibrillator (crt-d). This device was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock lead impedance measurements. Additionally, pacing lead impedance measurements had increased from 560 ohms to approximately 700 ohms. R-wave measurements were good and no noise was noted. No adverse patient effects were reported.